Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil had migrated, no longer in fallopian tube (coil became embedded in her tampon)') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 5) and parity 3 (total number of live births: 3). Concurrent conditions included night sweats and migraine. Concomitant products included betamethasone, butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), hydrocortisone, hydroxyzine hydrochloride (atarax), medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain/"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), arthralgia ("hip pain"), female sexual dysfunction ("apareunia,"), loss of libido ("no sex drive"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), anxiety ("psychological or psychiatric problems; anxiety"), abdominal pain lower ("lower abdominal pain") and postoperative wound infection ("postoperative wound infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, arthralgia, female sexual dysfunction, hormone level abnormal, loss of libido, migraine, headache, nausea, anxiety, abdominal pain lower and postoperative wound infection outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the back pain, fatigue, alopecia, weight increased and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, postoperative wound infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion of left fallopian tube. Ultrasound scan - on an unknown date: results: coil migrated, no longer in fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received- new event postoperative wound infection was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil had migrated, no longer in fallopian tube (coil became embedded in her tampon)') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 5) and parity 3 (total number of live births: 3). Concurrent conditions included night sweats and migraine. Concomitant products included betamethasone, butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), hydrocortisone, hydroxyzine hydrochloride (atarax), medroxyprogesterone acetate (depo provera) from june 2013 to september 2013 and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain/"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2013, the patient was found to have weight increased ("weight gain"). In november 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), female sexual dysfunction ("apareunia,"), loss of libido ("no sex drive"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), anxiety ("psychological or psychiatric problems; anxiety"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, arthralgia, female sexual dysfunction, hormone level abnormal, loss of libido, migraine, headache, nausea, anxiety and abdominal pain lower outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the back pain, fatigue, alopecia, weight increased and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion of left fallopian tube. Ultrasound scan - on an unknown date: results: coil migrated, no longer in fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil had migrated, no longer in fallopian tube (coil became embedded in her tampon)') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 5) and parity 3 (total number of live births: 3). Concurrent conditions included night sweats and migraine. Concomitant products included betamethasone, butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), hydrocortisone, hydroxyzine hydrochloride (atarax), medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain/"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In o(B)(6) 2013, the patient was found to have weight increased ("weight gain"). In november 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), female sexual dysfunction ("apareunia,"), loss of libido ("no sex drive"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), anxiety ("psychological or psychiatric problems; anxiety"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, arthralgia, female sexual dysfunction, hormone level abnormal, loss of libido, migraine, headache, nausea, anxiety and abdominal pain lower outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the back pain, fatigue, alopecia, weight increased and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: occlusion of left fallopian tube. Ultrasound scan - on an unknown date: results: coil migrated, no longer in fallopian tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received reporter information was added. New event added pregnancy (ectopic), device ineffective, dyspareunia (painful sexual intercourse), pelvic pain and outcome added. Severity added lower abdominal pain, back pain, during intercourse. Medical history, concomitants drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.